Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 504 mg/dl and high levels of ketones resulting in an emergency room (ER) visit. Prior to arriving at the ER, the customer delivered a correction bolus and administered a manual injection to address the rising bg. While in the ER, the customer was treated with fluids; however, the customer could not recall the type of fluids provided. At the time of the event, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, insulin or the pump. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.